Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose between 385 mg/dl and 400 mg/dl, which was treated with manual injection. Customer reported that it was noticed that cannula was bent. Customer was educated on causes and prevention of bent cannula.